Event description:
The member complaint the meter's battery is swollen.

Manufacturer narrative:
The meter was requested for return to the manufacturer for investigation. However, we have not received the device back for investigation. No injury to the user was reported.